Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field f10 and h6: device codes.

Event description:
It was reported that this right atrial (ra) lead was damaged and fractured when the capsule was peeled during the replacement procedure. Additional information received which indicated that the fracture was determine though visual inspection and it was in the pocket. Moreover, the capsule was cut open with scissors and it appeared that the lead was cut off the entire lead without realizing that the lead was on top of the can. This lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was damaged and fractured when the capsule was peeled during the replacement procedure. Additional information received which indicated that the fracture was determine though visual inspection and it was in the pocket. Moreover, the capsule was cut open with scissors and it appeared that the lead was cut off the entire lead without realizing that the lead was on top of the can. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.